Event description:
It was reported that during testing conducted at the manufacturer facility the guide pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported missing guide pin was confirmed by a manufacturer repair technician through visual inspection. It was determined that the guide pin was not installed at the time the front end assembly was manufactured.

Event description:
It was reported that during testing conducted at the manufacturer facility the guide pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.